Event description:
The customer reported obtaining hemoglobin and hematocrit (h&h) check errors and white blood cell (wbc) voteouts on samples run on the coulter hmx hematology analyzer with autoloader. The customer stated that no erroneous results were reported out of the laboratory as the customer stopped using the instrument following the first h&h check failure. There was no change or affect to patient treatment in connection with this event. Instrument printouts were requested but have not been provided.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse replaced the blood sampling valve (bsv) and associated actuator as the bsv appeared to not fully rotate and prevented proper diluent to enter the white blood cell (wbc) bath. The fse verified the repair as per established procedures and results met published specifications.